Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented to the emergency room with pectoral stimulation. The device was found to be in backup vvi. Further assessment revealed that the patient had not undergone any radiation therapy, or been exposed to any strong magnets, or MRI. Device was restored to original settings successfully. Patient was stable.